Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the device is overheating (there is no evidence of burning, charring, smoke or spark) and not getting enough power to operate device. Timing occurred during testing. There was no harm and no delay. No adverse event was reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. -review of the most recent repair record identified repairs unrelated to the reported event. -device is used for treatment. -a definitive root cause cannot be determined. -the event cannot be confirmed.